Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code for this report includes; mni, mnh, kwp, kwq. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a posterior lumbar fusion surgery using click x top loading construct was performed on unknown date. The patient had fused and a planned removal surgery was scheduled for (B)(6) 2014. During the removal surgery, the surgeon used a hex screwdriver to explant the six screws. No issues reported when removing the first five screws. The sixth screw stripped during removal. Surgeon used one soft rod, two locking caps, and one 3-d head to helicopter the stripped screw out. The rod was fine. Surgery was successfully completed without patient harm. A fifteen minute surgical delay was reported. This report is 4 of 6 for complaint (B)(4).